Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Pt contacted dexcom technical support on (B)(6) 2011 to report that she experienced a broken sensor wire seven days after insertion. Upon removing the sensor, she noticed that there was no sensor wire. Pt implied that the sensor wire was retained underneath her skin but reported that she felt nothing at the insertion site that would indicate that it was. Pt reported that there was blood on the sensor adhesive patch but that she felt no discomfort or redness at the insertion site. No med intervention was required, and pt reported that she was fine at the time of her call to dexcom technical support.